Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-10261. It was reported the patient went to the emergency room as he was experiencing a high level of pain. The patient was seen for a follow up appointment on (B)(6) 2013, at which time it was noted that the patient's pain had resolved.